Event description:
During an indirect decompression (ID) spacer implant procedure, the spindle cap broke after multiple attempts of deployment. After the second spacer broke, the physician noticed that the inserter was also damaged and bent. The spacer was removed from the patient and the physician used a different sized spacer, which was successfully implanted. There were no patient complications due to the event.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the spacer body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g. Bone) and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review was performed and no anomalies were found. Additionally, the instructions for use (IFU) states: do not force deployment or spacer breakage or damage to bony structures may result. The IFU also states: should any resistance be encountered during deployment of the spacer, it may be suggestive of interference between the spacer and bony anatomy (e.g. Lamina, hypertrophic spinous process, etc.), and/or suboptimal spacer positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter (i.e. Gross cranial/caudal/lateral articulation), as the mechanical advantage/leverage provided by the length of the inserter may be sufficient to damage the spacer or surrounding anatomy.

Event description:
During an indirect decompression (ID) spacer implant procedure, the spindle cap broke after multiple attempts of deployment. After the second spacer broke, the physician noticed that the inserter was also damaged and bent. The spacer was removed from the patient and the physician used a different sized spacer, which was successfully implanted. There were no patient complications due to the event.